Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: samples were not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. There were no related quality notifications. All process and final inspections comply with specification requirements. Conclusion: based on the severity and occurrence no further testing will be required. If samples come available the complaint can be reopened for further investigation. UDI#: (B)(4)

Event description:
It was reported by a consumer that three 16x100 mm 10.0 ml bd vacutainer® glass serum tubes broke in the during centrifugation. In addition, one 16x100 mm 10.0 ml bd vacutainer® glass serum tube broke while drawing blood from the patient. There was no report of injury or medical interventions.